Event description:
This temporary pacemaker device was connected to the patient with the following settings: rate=40; output=5; sensitivity=0.5. Pacemaker began pacing at 180 beats per minute and patient's blood pressure dropped. Md called. Pacer disconnected and patient's heart rate returned to a sinus rhythm in the 80s. Systolic blood pressure was in the 140s. Pacemaker settings confirmed by 3 rns. Pacemaker reattached and once again began pacing at 180 beats per minute. This pacemaker switched out and a second pacemaker was attached and worked appropriately as per original settings. The external pacemaker in question was taken out of service. There was no harm to the patient.what was the original intended procedure?cecal volvulus; coronary artery disease.device #1is this a laboratory device or laboratory test?no.